Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 8atm within 30 seconds. A blood leaked on the punctured sheath area and the balloon was not deflated completely. Upon withdrawal of the device a resistance was felt. Since the device could not be collected in the sheath, the entire sheath was removed. The sheath was reinserted to treat the blood leakage and completed the procedure with a different device. No patient complications were reported.